Event description:
New information notes that the t wave oversensing observed was post-paced. Programming changes were made in clinic. The patient was doing fine following the programmed changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that t wave oversensing was observed on the implantable cardioverter defibrillator. The patient was to return to the clinic for programming changes. The patient was stable.